Event description:
It was reported that shaft break occurred. A 4.00mm x 20mm apex balloon catheter was selected for use. However, during placement, the hub at the back end of the balloon snapped off. The balloon was removed and the procedure was completed with another of same device with minor delay. There were no patient complications nor injuries reported.